Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that after registering the surgeon felt inaccurate by 2-3mm inferior. The scans were coming from the carestream scanner. The surgery was completed with navigation and there was no impact on patient outcome. This case occurred after cases 00654599 & 00654646.

Manufacturer narrative:
Additional information: patient weight and age was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the likely cause of the issue was the scanner used. The traces were acceptable. There was insufficient information to determine the root cause. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.